Event description:
It was reported that the patient experienced fluid leak with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.